Event description:
Customer reported that the insulin pump alarmed motor error and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to protruded/loose drive support disk. The insulin pump received with scratched lcd window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.